Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock therapy for a supra ventricular tachycardia (svt) arrhythmia treated as a ventricular tachycardia (vt) episode. The right atrial (ra) lead was undersensing causing the svt to be classified as a vt. It was also noted that the lead had small p-wave measurements that could not be improved during implant. A follow up with the patient¿s healthcare provider yielded that the ra lead was reprogrammed and the issue was resolved. The ra lead remains in use. No further patient complications have been reported as a result of this event.